Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. The printed circuit board (pcb), was reset with a firmware update. It was also determined at analysis that there was a backlight issue connector on main printed circuit board (pcb). The hanger and the upper-case assembly was broken, the display wire was pinched however the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.